Event description:
A head scan was being performed on an infant. During the scan, the system started out stepping then stopped and allegedly performed 17 scans in the same location. It then proceeded stepping through the remainder of the head. The scan apparently was performed in large fov owing to extremely low positioning of the head in the field.

Manufacturer narrative:
Method - eval to be conducted. Results: no results until eval is conducted. Conclusions: no conclusions until eval is conducted. This instance of scanning the same location repeatedly during s & v scan could not be reproduced. The software was re-initialized by tams and new protocols were built by the customer and tams that would work with adult, child, and infant heads. This was a one time occurrence. This system was installed as a used system. The customer elected to us a third party application firm to set up and train them on these. Additional info has been requested from the site for investigation.